Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when preparing for a case the representative logged into the stealth user, but once he clicked login the software would not launch. The blue login screen was the only thing that was displaying but the login box was no longer present and neither was the top control bar.

Manufacturer narrative:
The ssd was tested and when logged into "stealth", the login window would close and then sit at the blue medtronic screen and not advance in to the software. At this screen you can right click the mouse and a main menu would appear with options for debian, show icon manager, hide icon manager and exit. When logged in to "stealthadmin" the login window would close, and mouse left click would open a menu with terminal and exit options. Engineering indicated that there is not enough information to determine if a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.